Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 10/02/2024: section a. Box 3. Sex. Section b. Box 5. Describe event or problem. Section h. Box 6. Device code 2.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using pod coils and a lantern delivery microcatheter (lantern). During the procedure, while advancing the pod coil through the lantern around a bend in the patient's anatomy, the physician experienced resistance and the pod coil unintentionally detached in the middle of the lantern. Therefore, the lantern containing the detached pod coil was removed and the pod coil was flushed out on the back table. The procedure was completed using another pod coil and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the ovarian vein using pod coils and a lantern delivery microcatheter (lantern). During the procedure, a pod coil unintentionally detached inside the lantern. Therefore, the lantern containing the detached pod coil was removed and the pod coil was removed on the back table. The lantern was then flushed and re-advanced into the target location. The procedure was completed using another pod coil and the same lantern. There was no report of an adverse effect to the patient.